Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't latch to monitor) has been confirmed. As received, the battery connector pins were bent and unable to latch onto a monitor. The root cause for the damage to the connector could not be determined. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor reported a battery was unable to latch onto a monitor due to bent pins.